Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient weight not available for reporting. (B)(4). Device is an instrument and is not implanted/explanted. Device is not expected to be returned for manufacturer review/investigation. (B)(6). Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) follows: it was reported that during procedure: proximal humeral fracture fixation with multiloc humeral nail. Once nail was implanted in patient's humerus the surgeon used the insertion handle (03.019.006) to rotate the nail into correct anatomical position prior to mhn screw fixation through the aiming arm/sleeve assembly's. As the surgeon rotated the handle the top of nail thread stripped on the insertion handle and the nail did not rotate in the humerus with the handle (nail (8.5mm diameter - was a relatively tight fit in the canal). This was only noted by the surgeon when he came to drilling for the proximal mhn screws through the aiming arm and the drill bit was hitting the nail, i.e. Aiming arm/sleeves not aligning with the apertures in the nail. Surgeon initially thought the drill bits were blunt and suspected patient had hard bone but discovered once nail removed from humerus to investigate the problem that the issue was the nail on the insertion handle had rotated (damaged the thread in the nail). Surgeon ended up using same length nail with smaller diameter - 04.017.240s and case proceeded successfully. Approximately 30 minutes delay in surgery. No adverse patient outcome. Patient is male and (B)(6). This complaint involves 1 parts. Concomitant parts: unknown drill bit, aiming arm/inseriton handle. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient weight was not available for reporting. Other patient information was available and reported in initial medwatch report (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.